Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
Peritoneal dialysis patient contact reported that during drain 1 of 6 dv=1,122ml of 1,501ml a small fluid leak coming from the supply bag. She stated that she sometime sees a little condensation on the outside of the bag, but noticed a small puddle on the floor near the connection. Advised patient to discontinue use of the cycler and to contact his nurse. Patient contact will call the clinic nurse. Patient has supplies for continuous ambulatory peritoneal dialysis treatment. Follow up with the patient indicated that condensation was first observed on the pd solution prior to treatment setup. About an hour into the patient¿s treatment, a small amount of fluid was observed leaking from the injection port. Sample was reported to be available for retrieval and investigation.

Manufacturer narrative:
The alleged event is not confirmed. The device was not returned to the manufacturing plant for investigation. All companion samples have been sold and distributed. An investigation of the product history records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.

Event description:
"."